Event description:
The pt stated that she has had several infusion sets separated at the luer connection since 2006. No physiological effects were reported for any of the incidents. She stated she discarded all of the tubings involved. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.